Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-8416-70, serial: (B)(4), batch: 5178175.

Event description:
It was reported that the patient had cord contusion, the specific site and reason was unknown. The patient underwent a revision procedure wherein everything was removed. The explanted device components were discarded.